Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 492 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose. Customer did not receive sensor updating alert however receive calibration not accepted and change sensor alert. The device will be returned for analysis.